Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 7707540j implantable port allegedly experienced a break. This information was received from various sources. Of the four malfunctions, four patients were involved with no patient consequences. One patient was reported as a 49 year old female of unknown weight and one patient was male. All other patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the four malfunctions were not provided; therefore a lot history was not performed. All devices were returned and an image has been provided. Two of the malfunctions were confirmed for a break and one was identified as a break. The other malfunction was confirmed for aspiration failure. Additionally, the malfunction's trending code was changed to 2423 (pinch off occlusion). One malfunction was reassessed for reportability and determined to no longer be reportable. A root cause has not been determined. The devices are labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the four malfunctions were not provided; therefore a lot history was not performed. All devices were returned and photos has been provided. For 2 of the 4 malfunctions, the investigation is confirmed for break. For 1 of the 4 malfunctions, the investigation is confirmed for aspiration failure and break. The remaining one malfunction was confirmed for break, fracture, material separation, deformation and compression. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 7707540j implantable port allegedly experienced a break. This information was received from various sources. Of the four malfunctions, four patients were involved with no patient consequences. One patient was reported as a 49 year old female of unknown weight and one patient was male. All other patient age, weight, and gender were not provided.

Manufacturer narrative:
The lot numbers for the four malfunctions are unknown, therefore the manufacturing review could not be conducted. Of the four malfunctions, three devices were returned. Evaluation of the devices confirmed a break for two malfunctions and identified a break for one other malfunction. One device is expected to be returned to bd for evaluation and an image has been provided, but the company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 7707540j implantable port allegedly experienced a break. This information was received from various sources. Of the four malfunctions, four patients were involved with no patient consequences. One patient was reported as a 49 year old female of unknown weight and one patient was male. All other patient age, weight, and gender were not provided.